Manufacturer narrative:
Complaint conclusion: the hydrophilic coating of a 5f 10cm transradial rain sheath introducer came off during insertion. The intended procedure was a heart cath. There were no visible signs of device/package damage prior to use. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There were no anomalies noted prior to inserting into the patient. The access site was radial. Excess force was not used during insertion. There was no reported patient injury. The patient has recovered. The product was returned for analysis. Per visual analysis, one non-sterile unit of a catheter sheath introducer (5f10cm sw radial) was received inside of a clear plastic bag. No anomalies were noted on the returned device. A microscopic or functional analysis was not performed. A product history record (phr) review of lot 17987616 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿coating-sheaths-separated-in patient¿ could not be confirmed since no coating was observed to be separated from the sheath per visual analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator handling or technique, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿remove the product from the packaging tray with care to avoid damage to the sheath. If resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ additionally, per the IFU, ¿soak the csi in sterile heparinized saline or similar isotonic solution to activate the hydrophilic coating. If using a hydrophilic access wire, soak the wire as well to activate the coating.¿ it is difficult to draw a clinical conclusion between the device and the event based on the information available. It is probable that handling factors such as the user¿s interaction (technique) with the device during insertion and improper activation of the hydrophilic coating during the soaking step may have led to the reported events. Neither the phr nor the product analysis available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrophilic coating of a 5f 10cm transradial rain sheath introducer came off during insertion. There was no reported patient injury. The intended procedure was a heart cath. There were no visible signs of device/package damage prior to use. There were no anomalies noted when removed from the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There were no anomalies noted prior to inserting into the patient. The access site was radial. Excess force was not used during insertion. The patient has recovered. The device will be returned for evaluation.